Event description:
This rv lead was replaced during a device change out due to oversensing. No adverse patient events were reported. Should additional information be received, this file will be updated.